Event description:
Event description guidant received information that this transvenous defibrillation lead and this coronary sinus lead had dislodged one day post implant. Both leads were explanted and replaced with new guidant leads. There were no patient symptoms reported with this clinical observation.